Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was bent. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to mishandling by dropping or hitting the device against something, which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the compact speed reducer device was not locking into drill device. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.